Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that upon interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion code, however it showed 94 percent battery life remaining. Boston scientific engineering reviewed data and found that the battery depletion code was triggered due to magnet exposure and has since recovered. The patient then stated that she had noticed the s-ICD emitting tones when using a purse that had magnets, so she switched the purse to her other side. Boston scientific technical services (ts) advised to not use purses with magnets. The s-ICD remains in service and no adverse patient effects were reported.